Event description:
On (B)(6) 2022 the patient underwent a t8-s1 posterior spinal fusion and instrumentation with l2 pedicle subtraction osteotomy for a flat back deformity using the mazor robot. When seen one month post op the patient presented with classic symptoms of left-sided thoracic radiculopathy. CT of lumbar spine demonstrated questionable implantation of 2 screws on the left side. The patient required a revision surgery during which a total of 6 screws were suspected of having been malpositioned by the robot during the (B)(6) 2022 procedure. FDA safety report ID # (B)(4).